Event description:
Patient underwent coolsculpting on (B)(6) 2021 to her abdominal wall. She was treated with cooladvantage applicator for 4 cycles to the abdomen. The treatment was given at the manufacturer's settings following standard protocol. She developed visible deformities in the abdominal tissue in the treated area. Tis altered her physical appearance. She was not able to fit into her military uniform. Her weight was stable. She was diagnosed with paradoxical hyperplasia on (B)(6) 2021. Of note, patient had increased pain with rewarming than is normally seen with this procedure. The procedure was stopped after this was noted. FDA safety report ID # (B)(4).